Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site to investigate the issue. The fse replaced the buffer syringe and ise reference valve. The buffer syringe is the most likely cause of intermittent false high results as an under dispense from the buffer syringe could affect all electrolytes with a positive bias. The instrument was restored to functionality.

Event description:
The customer reported the sudden generation of erroneous high sodium, potassium and chloride analytes on the ion selective electrode (ise) cell 2 on beckman coulter au5800 clinical chemistry analyzer. The erroneous patient results were not released outside the laboratory. The customer repeated the high patient samples on ise cell 1 on the same beckman coulter au5800 analyzer. The results recovered within the normal range and deemed correct. The repeated results were released. There was no report of change to patient treatment. The customer stated the calibration and quality control (qc) recovery for all ise analytes was within specification prior and after to running the patient samples.